Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. Additionally, it was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issue. Customer's blood glucose (bg) was 515 mg/dl. Customer administered a manual insulin injection to address elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.